Manufacturer narrative:
(B)(4). G2: foreign country: spain d10: cat# 00620204820 lot# 64932944 shell porous with multi holes 48 mm cat# 00632004832 lot# 65625917 liner 20 degree elevated rim 32 mm customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00738

Event description:
It was reported that approximately 2 months post implantation the patient was revised due to dislocation. During surgery, it was determined that the liner was broken. The liner and cup were replaced, and the head remains implanted. There was no reported patient harm. No additional information available.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Manufacturer narrative:
This report should be voided and a corrected report will be filed under MFR number 9613350.